Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) was shot and the bullet hit the device header, which subsequently, the device started exhibiting high out of range right ventricular (rv) lead pacing impedance measurements of greater than 2000 ohms, failure to capture, and high capture threshold measurements. Ultimately, the device and rv lead were explanted. The device was successfully replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case confirmed header damage. Analysis concluded the observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) was shot and the bullet hit the device header, which subsequently, the device started exhibiting high out of range right ventricular (rv) lead pacing impedance measurements of greater than 2000 ohms, failure to capture, and high capture threshold measurements. Ultimately, the device and rv lead were explanted. The device was successfully replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.